Manufacturer narrative:
The hakim programmer was returned for evaluation: DHR - the lot met specifications when released . Failure analysis - programmer and transmitter are working properly and there was no fault found. The internal inspection did not confirm the reported problem. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
A facility reported a hakim programmer was overheating. Medical staff had to turn it off, wait for the temperature to drop before using it again.